Manufacturer narrative:
Device evaluation details: the device was visually inspected and it was found in good conditions. Then, during the second visual a hole was found at the pebax with reddish material inside it. The magnetic sensor functionality was tested on carto 3 system and the catheter was properly visualized and no errors were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the pebax. It was initially reported by the customer that the thermocool® smart touch® sf bi-directional navigation catheter violently showed as it had moved on the carto 3 system. The thermocool® smart touch® sf bi-directional navigation catheter disappeared and reappeared in the position it was supposed to be at. They confirmed the placement of the catheter for safety and then re-zeroed the catheter to finish the procedure with the same catheter. The procedure was completed successfully without any further issues. A carto 3 system map shift was not suspected. There were no errors on the system and there were no patient consequences. The customer¿s reported visualization issues were not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On 12/30/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found no damage or anomalies. On 1/31/2020, during a second visual analysis, a hole was found at the pebax with reddish material inside it. These findings were reviewed and determined the hole in the pebax to be MDR reportable the integrity of the pebax sleeve is compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 1/31/2020 and reassessed this complaint as reportable.